Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 6935m55, implantable tachy lead, implanted: (B)(6) 2013; product ID: 429888, implantable pacing lead, implanted: (B)(6) 2013; product ID: dtbx1qq, bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD), implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that a chest x-ray showed deep vein thrombosis around the right atrial (ra) lead, right ventricular (rv) lead, and the left ventricular (lv) lead in the subclavein vein. IV heparin was administered and it resolved the thrombosis. All three leads remain in use. No patient complications have been reported as a result of this event.